Event description:
The surgeon reported that the threads of the handle were damaged. He further reported that he could not fix the pin at all to handle. Another handle was available and the procedure could be completed successfully.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.